Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores on his back under the lifevest. The patient's garment was reportedly too tight, causing the sores. The patient's nurse covered the sores. The patient also removed the device to let his skin heal. Follow-up indicated that the sores were healing.